Event description:
It was reported that during a follow-up several inappropriate shocks due to noise were observed. The device was turned off temporarily and was unable to replicate the noise via myopotential testing. The patient was sent for a chest x-ray and it does not appear that the lead has moved. Programming options were suggested. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.